Manufacturer narrative:
Investigation summary: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 3x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Tested 5x returned devices with negative standard. 2 of the 5 devices yielded valid and accurate negative results at the 15 minute result read time. 3 devices failed. Root cause: duplicated with return, not with retains; unable to determine. Source: phone.

Event description:
Customer reporting 1 false positive sars result for 1 individual. Confirmation testing done with an alternate analyzer from different manufacturer resulted as negative. It is unknown if individual was symptomatic or asymptomatic.